Manufacturer narrative:
Concomitant medical products: primary set; b. Braun 0.9% sodium chloride injection bag, lot #: s8004-5264; therapy date: (B)(6) 2016. The customer¿s report of a leak was confirmed. Visual inspection revealed that there was insufficient bonding solvent on the end of the vinyl tubing, causing the drip chamber to detach from the tubing. Dimensional testing found that the tubing was within specification. Functional testing was not feasible as the tubing was received separated. The root cause of the disconnection and leak was identified as insufficient bonding solvent.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient and her husband noticed wetness on her hand. When the nurse checked the patient she noticed the tubing was leaking from the connection site and dripping on the floor. There was no patient harm.